Manufacturer narrative:
(B)(4).

Event description:
During an acl reconstruction a native tibial stump of the acl was removed and because of that, a 45° trajectory of curved femoral drill guide was established. However, during guide-pin fixation to the lfc, breakage of the flexible guide pin occurred. It was difficult to remove the firmly fixed flexible guide pin from the lfc. After enlargement of the anteromedial portal, they were able to remove the guide pin with use of a wire holder. A new flexible guide pin was placed in the same position. Reaming of the lfc was started with a 7-mm flexible reamer. However, breakage of the flexible reamer occurred at 60 mm from the tip. Additional reaming with a larger-diameter reamer did not result in breakage during the subsequent procedure. An endobutton was used for the femoral fixation. Postoperative radiography revealed no posterior wall blowout. The incident was identified during a literature review in the following article: lee, s.y., et al. (2014). "Pitfalls in single-bundle anterior cruciate ligament reconstruction with the flexible reamer system." Jbjs case connector 4(4): e95. A follow-up on the same issue was found in the following article: swiontkowski, m. And l. Resnick (2014). "Avoiding flexible reamer breakage during anatomic acl reconstruction." Jbjs case connector 4(4): e94.